Event description:
Infant required intubation with a 2.5 ett with stylet. Intubation was successful but the stylet became stuck. Once the stylet was removed, it was observed that the plastic sheath had stretched and adhered to the inside of the err, obstructing ventilation.